Event description:
The customer reported being hospitalized for low blood glucose. The customer attempted to prime the pump the night before the admission, but she did not treat her low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.